Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next ez meter was tested with the in-house contour next test strips which was similar to lot # associated with the event and contour next control solution from lot # 0bv2g64, which is different from lot # 0bv2g60 associated with the event. The control readings obtained during in-house testing gave satisfactory performance and were properly marked as control tests. Additionally, the device history record was reviewed for the suspected contour next ez meter and no manufacturing anomalies were found.

Manufacturer narrative:
As per the contour next control solution user guide, "squeeze a small drop of solution onto a clean, nonabsorbent surface. Do not apply control solution to your fingertip or to the test strip directly from the bottle." The customer did not follow this instruction. The patient/family was the initial reporter, so personal information was not entered. No information was captured, as the customer's weight was not provided.

Event description:
The customer reported that she ran control tests and obtained readings of 103 mg/dl at 9:01 a.m. And 155 mg/dl at 9:05 a.m. On the contour next ez meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.